Event description:
This reportable event is an extension of the events reported in complaint (B)(4) report number 3011580264-2025-00007. Per a retrospective post-market study, it was discovered that following the revision surgery of the rts lesser device, a removal was required due to a deep infection that occured in (B)(6) 2023. The complication was solved by removal of the implant definitively.